Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. The customer's reported complaint description of the fiber fracturing is confirmed. A definitive root cause for the reported complaint description cannot be determined. A possible contribution factor cold be due to the fiber making contact with tumescent pump access needle as described by the doctor. If the fiber was struck by th needle, the fiber could have been nicked. If this did occur, while firing and traveling through tortuous veins, the fiber could fracture fully at that spot. Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. A review of the device history records was performed for he reported lot for any deviations related to the reported defect of the complaint. The instruction fro use, which is supplied to the end user with this catalog number, contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter tha a diameter of 16cm." During the manufacturing process, the disposable fiber device receives a 100% inspection and aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Event description:
As reported on (B)(6) 2015, patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, the treating physician had substituted the tumescent pump needle with a larger sized tumescent pump needle. During the procedure, when advancing the fiber, the fiber hit the needle. The laser fiber fractured inside of the patient. The fractured piece was successfully removed from the patient and the procedure was completed with a new of the same device. There was no permanent harm or injury to the patient due to the event. The reported disposable device has been returned to the manufacturer for evaluation.